Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was damaged and could not charge pump battery. There was no reported adverse impact to customer's blood glucose. Reportedly, customer changed the usb cable to resolve the issue.